Event description:
It was reported that during the implant procedure, the lead was unable to connect to the device. The device was not used. The patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.